Event description:
The customer reported the ventilator alarmed and shut down while in use on a patient. The customer reported there was no patient harm. Upon evaluation, the manufacturer's service technician reported the ventilator would not power on. The service technician replaced the power management pcb boards to address the finding. Performance verification testing was completed and tests passed per operating specifications.